Event description:
It was reported that t1 and t2 deployed together. No patient injury or significant delay were reported. Back was used to complete the procedure.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that t1 and t2 deployed together." T1, t2 and suture were returned. T1 had been freed from the delivery needle. T2 and balance of suture were still within the needle track. The physical condition does not align with the allegation for this complaint. The needle is bent. This is consistent with difficulty in reaching the desired anchoring site. The device cycles but due to the needle damage, the actuator rode under t2. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." No root cause related to the manufacture of the device was confirmed